Event description:
It was reported that the pump is alarming with the screen message, "downstream occlusion. Clear occlusion between pump and patient." Three primes were completed all of which were not accepted by the pump. There was no patient involvement. The issue occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Reviewed of the event history log (ehl) showed downstream occlusions. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the software was updated and the device was reset to standard configuration. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.